Event description:
It was reported that a dog underwent a cesarean section on (B)(6) 2015 and suture was used. On (B)(6) 2015, the dog underwent another procedure and it was noted that the suture had broken 2 inches from the caudal incision.

Manufacturer narrative:
Conclusion: two portions of suture material that had previously been implanted were returned for evaluation. Upon visual evaluation, the returned opened samples showed no evidence of any suture breakages. Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.